Event description:
Erosion of mesh device used for urinary incontinence after being implanted for six weeks. Pt is being treated with estrogen cream. Physician believes problem is not product related but is related to placement of device or to pt's tissue.